Event description:
A malfunction alarm was reported with the customer's pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The pump had experienced this malfunction multiple times previously. Technical support decided to replace the pump and confirmed the customer's address for shipping. The customer was aware of how to store the pump before returning it and planned to continue using the current pump in the meantime.